Event description:
It was reported that a post-operation check was performed for this newly implanted device system, when it was noted that right ventricular (rv) pacing was not being delivered. Troubleshooting steps were performed but they were unsuccessful. A system revision was scheduled, however, there is no confirmation at this time that it has been performed. The device system remains in service. No adverse patient effects were reported.